Event description:
It was reported that the ventilator generated technical error code indicating control printed circuit board error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting. According to received information in service report, issue was resolved by restarting the device. The ventilator passed all functional and safety tests and was cleared for clinical use. If technical error code indicating control printed circuit board error appears during ventilation, ventilation will stop and audiovisual alarms will be generated. If disabled ventilation error appears during startup, the corresponding startup error code will be generated and ventilation cannot be started. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has not been determined.